Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A revision of the right ventricular (rv) lead was performed due to suspected lead malfunction. The lead was explanted. The patient was stable with no adverse consequences. Additional information was requested, but it was unavailable at this time.

Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences. Additional information was unavailable.